Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: a puncture in the outer catheter was observed approximately 4.5cm from the distal tip. No other anomalies were noted. Functional/performance evaluation: the patency of the guidewire lumen was tested with an in-house guidewire. The guidewire was loaded through the hub but was unable to exit the distal tip. The outer catheter was cut near the puncture site and the inner lumen was examined under microscopic magnification. Dry blood was observed blocking the guidewire lumen. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the sample was returned. The investigation is confirmed for device-device incompatibility as dry blood was found blocking the guidewire lumen. The investigation is also confirmed for material puncture as the outer catheter was observed to be punctured. The definitive root cause could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings and precautions: - prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Set up: - back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. - attach the proximal end of the crosser catheter to the transducer. Hold the proximal hub while rotating approximately two full turns clockwise. Firmly tighten by hand. - warning! Allow crosser catheter tip to freely rotate during attachment. Interventional use: - load the crosser catheter 14p, 14s, or 18 over the wire and introduce through rhv. Take care not to damage the tip of the crosser catheter during introduction; no resistance should be encountered during this process. - warning! Use extra caution when loading the crosser catheter 18 over a .014¿ or a ¿docking¿ wire, as the significant mismatch in diameters may increase the likelihood of guidewire lumen piercing. - slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an attempt to treat an occlusion beginning at the distal sfa and extending down to the popliteal artery, after successfully loading the recanalization catheter through the port proximal end, the guidewire was allegedly unable to exit through the distal tip of catheter. There was no reported patient injury.